Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5010693 had the casing broken during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. No harm to patient. No additional surgery. 1 minute delay. No contributing condition.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. However, a visual diagnosis could be performed based on the received photo. A visual failure has been identified based on the picture provided. The locking system of the aseptic transfer kit was broken. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5010693 had the casing broken during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. No additional surgery. 1 minute delay. No contributing condition.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Additional information provided by the customer that the battery case was neither opened in a sterile area nor opened during surgery. Based on the information provided by the customer, the complaint is not reportable anymore.